Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The connector insertion depth of the representative sample was measured. It was found to be within specification. The bonding strength of the sample was also tested and no issues were detected. The connector assembly features of the endotracheal tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is a precaution stated in the instructions for use (IFU) that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Based on the investigation, the complaint that the 15 mm connector was easy to disconnect could not be confirmed. There is no physical evidence of failure as there was no sample returned for investigation. Precautions are stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use.

Event description:
Customer complaint alleges "15 mm connector will disconnect from tube." Alleged defect reported as detected during use. It was reported there was no medical intervention necessary. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The investigation into this complaint is still in process at the time of this report.

Event description:
Customer complaint alleges "15 mm connector will disconnect from tube." Alleged defect reported as detected during use. It was reported there was no medical intervention necessary. The patient's condition was reported as "fine".